Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The peritonitis was manifested by abdominal pain and vomiting. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis event. The patient was treated with vancomycin and ceftazidime (doses, routes, frequencies and duration not reported). Seventeen days after the diagnosis of peritonitis the pd catheter was removed and the patient started hemodialysis (hd). Twenty-seven days after diagnosis, the patient passed away. The cause of death was reported as a "non-reversible episode of hypotension during hd session". It was reported an autopsy was not performed. It was not reported if the peritonitis was resolved or if the patient was recovered from the peritonitis prior to death. No additional information is available.